Manufacturer narrative:
The reported field event of a battery measurement anomaly could not be confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported battery measurement anomaly could not be determined.

Event description:
It was reported during a routine device change out due to eri there was a discrepancy noted on the battery life. The battery life during the surgery was higher than previous measurements. The device was explanted and replaced. Patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.